Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿while titrating meds (levophed, fentanyl and vasopressin), this IV pump made a loud beep, read "critical error" and then shut completely off. Was unable to get it restarted. IV pump and channels were all changed out. Pump involved was taken out of service. Device was sent to biomed for testing. Biomed inspected device and found error code 800.8000 in error log from date of event. Manufacturer response for IV alaris pump, bd/carefusion (per site reporter). Contacted bd tech support and was told this error can be caused by interference from other devices in the room such as cell phones, other equipment, construction, etc. Bd recommends reloading software to device and performing testing. Reloaded software and ran multiple infusions with attached pumps throughout the day and had no failures or errors." It was reported that the event was discovered when the device alarmed with a "loud beep" and showed "critical error". The medication infusing at the time of the event are as follows: fentanyl at 2.5ml/hr(primary infusion), levophed at 41.25 ml/hr(primary infusion), and vasopressin at 10 ml/hr(primary infusion). The device's guardrails drug library was used to program the infusion.

Manufacturer narrative:
Requested however was not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Information on patient initials, date of birth, weight, race and ethnicity, and admitting diagnosis was requested but not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿while titrating meds (levophed, fentanyl and vasopressin), this IV pump made a loud beep, read "critical error" and then shut completely off. Was unable to get it restarted. IV pump and channels were all changed out. Pump involved was taken out of service. Device was sent to biomed for testing. Biomed inspected device and found error code 800.8000 in error log from date of event. Manufacturer response for IV alaris pump, bd/carefusion (per site reporter). Contacted bd tech support and was told this error can be caused by interference from other devices in the room such as cell phones, other equipment, construction, etc. Bd recommends reloading software to device and performing testing. Reloaded software and ran multiple infusions with attached pumps throughout the day and had no failures or errors." It was reported that the event was discovered when the device alarmed with a "loud beep" and showed "critical error". The medication infusing at the time of the event are as follows: fentanyl at 2.5 ml/hr(primary infusion), levophed at 41.25 ml/hr(primary infusion), and vasopressin at 10 ml/hr(primary infusion). The device's guardrails drug library was used to program the infusion.